Event description:
The end user reported that after sitting for awhile, the stretcher will quickly lower several inches upon activiation. There was no report of injury or adverse event associated with the reported issue. A service technician was dispatched for replacement of the actuator.